Event description:
It was reported that during an unknown procedure, the jaw was damaged (displaced) and the surgeon continued the procedure with the same like device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.